Event description:
Customer reported receiving a motor error alarm on the insulin pump during prime. Customer stated that they do not use the sensor feature on the insulin pump and that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further info reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked case at display window corner, reservoir tube lip, minor scratched, and display window.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.